Event description:
It was reported the pt experienced "pain like a needle stick" and it "felt like the outer skin was being electrocuted" while the stimulation was on. The pt also experienced pain at the lead implant site. When the stimulation was turned off, there was no pain. The symptoms were felt more intensely when sitting or when on his back and less intense when standing. Pressure applied to the lead implant site hurt the back, even pressure when standing. The pt had just undergone a trial lead placement. Additional info received indicated the pt went to the ER for the symptoms. The pt had an epidural hematoma. The leads were removed and the hematoma was addressed by the neurosurgeon on call. The pt was doing fine afterwards.